Event description:
It was reported that the right ventricular lead had high impedance, noise noted on the electrograms, and a fracture was confirmed. The lead was capped and replaced. The left ventricular lead was also noted to be dislodged. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 24 non-sustained tachycardia (nst)episodes with v-v intervals <(><<)> 220 ms occurred between (B)(6) 2015. Apparent noise oversensing seen on electrograms of nst episodes. Lead failure predictor triggered on (B)(6) 2015 for ventricular sics and high rate non-sustained episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedances steady at approximately 400 ohms through (B)(6) 2015, rises out of range (>3000 ohms) starting (B)(6) 2015. An alert for out of range subthreshold lead impedance occurred on (B)(6) 2015. Concomitant product: 419678 lead, implanted: (B)(6) 2014; dtbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).